Event description:
It was reported that the mis spoke with charge nurse. Patient was on hypothermia therapy protocol with target temperature of 36c, was also on continuous renal replacement therapy (crrt), patient temperature was 34.8, water temperature was 39.9c. Nurse asked was there a setting that needs to be changed to keep patient at target temperature. Mis discussed continuous renal replacement therapy (crrt) effects on core body temperature. Mis walked nurse through how to check their protocols high water limit (40c), mis explained that their device would not make water warmer than 40c, but could make water up to 42c if programmed to do so. Mis discussed using the rewarm option to ensure patient did not rewarm rapidly in controlling. Mis explained how to change the rewarm from, rate, and to. Nurse would discuss with the provider and would call back if needed assistance changing settings in device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the mis spoke with charge nurse. Patient was on hypothermia therapy protocol with target temperature of 36c, was also on continuous renal replacement therapy (crrt), patient temperature was 34.8, water temperature was 39.9c. Nurse asked was there a setting that needs to be changed to keep patient at target temperature. Mis discussed continuous renal replacement therapy (crrt) effects on core body temperature. Mis walked nurse through how to check their protocols high water limit (40c), mis explained that their device would not make water warmer than 40c, but could make water up to 42c if programmed to do so. Mis discussed using the rewarm option to ensure patient did not rewarm rapidly in controlling. Mis explained how to change the rewarm from, rate, and to. Nurse would discuss with the provider and would call back if needed assistance changing settings in device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." And " rewarm patient settings. The default patient target temperature and duration will display in the rewarm patient window. To change the rewarming phase patient target temperature and rewarming rate, press the adjust button in the rewarm patient window to display the rewarm patient-adjust screen. Use the up and down arrows on the left side to set the desired final patient target temperature. Rewarm patient to: use the up and down arrows on the right side to set the desired final patient target temperature. Rewarm at a rate of: use the up and down arrows in the center of the screen to set the rewarming rate. Rewarm patient from: when cooling a patient, adjustment of the rewarm patient from setting on the left side of the screen is disabled and defaults to the cool patient target temperature. When rewarming a patient, the rewarm patient from adjustment is enabled and the value can be modified. The rewarm patient from setting is the temperature to which the system is currently controlling the patient. The rewarm patient from temperature will automatically increase as the rewarming process continues. This feature allows the rewarming procedure to be optimized by allowing complete control of the rewarming ramp. Using the rewarm patient from temperature, the rewarm patient to temperature and the rewarming rate settings, the system will calculate and display the rewarming duration and the date/time at which the patient will reach the final rewarming temperature. Press the save button to save the new settings and close the rewarm patient-adjust window." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.